Event description:
Livanova deutschland received a report that a s5 double roller pump 85 head malfunctioned when it was in service. It was the blood pump on the cardioplegia double header. The affected pump has been replaced with a spare one. No additional information is available so far. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 double roller pump 85. The incident occurred in london, united kingdom. The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for repair and serial read-out of the pump (real time device parameters and setting recording file) were extracted and analyzed. Several "master_control_stop" errors were found at around 13:40. At the same time (13:36-13:40) several occurrences of motor control failure - error code 442 ("no_pulse_block" text) were registered in the pump logs. During the inspection of the pump, the error "shaft angle encoder fault pump a" was confirmed. As troubleshooting the encoder was replaced. Functional test passed positively and device returned to regular service. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, it is reasonable to assume that the most likely root cause of the reported issue was a failure of the shaft encoder while the "no_pulse_block" error was most likely related to procedure/usage of the pump, rather than a malfunction of the pump itself.